Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced pain, infection, dyspareunia, and urinary problems.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).